Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance, oversensing, and noise. Also twiddler syndrome of the rv lead was observed. The rv lead was partially capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analyst commented, although the outer insulation did indicate signs of twiddling (distorted twisted appearance), an in-vivo conductor fracture or insulation breach was not observed on the returned proximal segment and all electrical testing was within specified parameters. (B)(4).